Event description:
Additional information received reported that the physician e-mailed the manufacturer's representative (rep) back and told them they would call with an update, but the rep. Had not heard from them yet. The rep. Was going to try contacting the office in a week. When the physician contacted the rep, they informed them that the x-ray showed cephalad migration of the leads from the patient's fall. The physician was planning to refer her to another physician for a revision. In the meantime, her stimulation was off and he was managing her pain with medications. The rep requested follow-up be done in eight weeks for further information. The patient further reported that the circumstances that could have led to the patient's new pain and the implantable neurostimulator (ins) not helping as much for their back could have been because they went through "one x week falling (stated by husband) and balance problems." As a result, the patient's pain medication was increased to from four times a day to six times a day.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare provider (hcp) via the manufacturer's representative (rep) reported the consumer complained of not getting adequate pain relief so the physician decided to explant the stimulator and replace it with a pain pump. No troubleshooting was performed related to this issue. Following explant the issue was resolved.

Manufacturer narrative:
Concomitant products: product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
It was reported that the patient had new pain in their left leg for the last two months prior to the report and she would like programming to capture that pain. The patient also mentioned that she was still getting stimulation for her back but it didn't seem to help as much as before. The manufacturer's representative (rep) later reported that the patient had the system implanted for back pain. Stimulation was above the waist and she felt like she needed stimulation the left leg (not original pain area). The pain in the leg started about two months prior to the report, which was also when she fell, but she stated the leg pain was there before the fall. It was noted the patient was a poor historian so it was difficult to determine the exact sequence of events. Impedance testing was performed which showed all results were within normal limits. The rep. Reported there was possible lead migration since stimulation was above the waist and was now in the lower back and stimulation was unable to be moved into the legs. The patient also experienced less than 50% therapy relief at the lead location. It was noted it was unclear if stimulation was ever in the lower back due to the patient being a poor historian. Since it unclear if the leads migrated after the fall the doctor ordered x-rays and the patient was going to see the doctor for follow-up in the next few weeks. The cause of the issue was not determined and it was not resolved. At the time of the report the patient was alive with no injury. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.